Manufacturer narrative:
Reporter last name: (B)(6). Reporting address state: reporting address postal: reporting institution phone #: reporter phone: .

Event description:
It was reported to philips that the device has sound issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.